Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found a broken connector. Desktop charger (serial # (B)(4)). Ins (serial # (B)(4)).

Event description:
The consumer reported a broken, bent, or loose connector pin. It broke off and stuck in the implantable neurostimulator recharger (insr). This was not an out of box failure. The patient had a sudden right shoulder pain that occurred on (B)(6) 2016 because the implantable neurostimulator (ins) battery was depleted and the patient could not charge the ins. Later, the patient reported there was poor communication on the patient programmer. Communication was not possible with the insr. The last time the patient successfully charged was one month prior to the report and the last time the patient felt stimulation was over one month prior to the report. The reason for not charging was the equipment issue. In (B)(6) 2016, the patient was not able to connect to the insr or patient programmer. This was the first time the patient let it go into a possible overdischarge. The patient stated she had contacted her doctor's office and they told her she would need the device replaced. Relevant medical history included other non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.